Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low flow events; however, a specific cause for these events could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas) and the patient's outcome could not be conclusively established through this evaluation. The submitted log files captured low flow events on (B)(6) 2023. Of note, low flow must be sustained for at least 10 seconds before an audible alarm is activated. The driveline was disconnected following the patient's outcome. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts for pump return were sent to the customer; however, no further information has been provided at this time. No product is available for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, renal dysfunction, sepsis, and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU also provides an explanation of pump parameters, including pump flow, and explains that pump flow is estimated from pump power. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 5, ¿surgical procedures¿, also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. This section also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Although only sepsis was reported by the account, several sections of the heartmate ii lvas IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a percutaneous closure of the aortic valve for severe aortic insufficiency (ai) on (B)(6) 2023. On (B)(6) 2023, the patient's mean arterial pressure (map) went down to 58 millimeters of mercury (mmhg) via doppler, hemoglobin dropped to 7.7 grams/deciliter; and creatinine went up to 3.4 milligrams per deciliter (mg/dl) from 2.7 mg/dl during morning rounds. The patient remained awake and oriented with complaints of nausea. A blood transfusion and bumetanide (bumex) were ordered. Low flows were noted on interrogation but there were no alarms. Later in the day, the patient was restless, and sepsis was suspected due to a temperature of 38 degrees celsius. Blood was transfusing, and pump flow was reported at 2.8 - 3.1 liters per minute with no drops in speed. The patient became tachypneic and was transferred to the intensive care unit (ICU). The patient reportedly coded en route to the ICU. Bedside transesophageal echocardiography (tee) was done and showed no flow on the aorta. There were no reported alarms, and the controller was connected for the duration of the event. The patient was pronounced deceased at 1722. It was additionally reported that elevated pump power occurred in the hours following the reported time of death. Related MFR 2916596-2023-08775.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.